Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015. Blood glucose at the time of admission was 155 mg/dl. The customer stated that the bolus wizard miscalculated the amount of insulin. Customer stated that his blood glucose level was 285 m/dl and he treated with the bolus wizard and then woke up with low blood glucose. Customer stated it should have just given him 2.1 units and it delivered 28 units instead. He was treated with glucose. Customer stated the parameters were entered correctly but it was found that the customer treated based on the sensor glucose reading and not the actual blood glucose value. He stated he would be in contact with the trainer. The insulin pump was not replaced.